Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose. The customer reported hyperglycemia treated with hospitalization: overnight stay. Customer also reported under delivery of insulin delivery. The event involved product(s) mmt-1881. No further patient complications were reported. No product return is required for mmt-1881.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary - the product mmt-1881 will be returned for analysis. The customer was hospitalized due to bg /dka (blood glucose / diabetic ketoacidosis) the length of hospitalization was 7 days. Customer symptoms reported at the time of hospitalization event was vomiting/confusion/ dizziness. Customer tested for ketones during the hospitalization and results were positive. Customer using the insulin pump system within 48 hours of reported high bg event. Auto mode/smartguard feature active at time of high bg event.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Delivery anomaly-possible under delivery not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, a small crack on the battery tube threads and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the event date of 05-dec-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 277750 (27.775 u) and dailytotalofbolusinsulindelivered = 799000 (79.9 u) which is equal to the dailytotalofallinsulindelivered = 1076750 (107.675 u). Perform the history review 1 week prior to the event date 05-dec-2024 in the pump history file and found multiple nodelivery (7) alarms on (B)(6) 2024 (during bolus). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump passed the functional testing. Unable to confirm alleged high bgs. Delivery anomaly-possible under delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.